Event description:
It was reported that on (B)(6) 2013, during a cervical fusion procedure, the tabs bent on two expansion head screws. It was reported that a locking screw also broke at the shaft inside of the third expansion head screw. The screw was removed and replaced. Surgery was delayed by approximately 15-20 minutes. Surgeon completed the procedure without any further problems. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Visual investigation shows wear on the conical screw head. The threaded shaft is broken off and jammed in the thread of the 4.35mm ti cancellous exp head screw/self-tap/12mm. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by implantation and extraction. The expansion head screws which were bent at the tabs may have been inserted with the driver off-axis causing a bending load on the tabs which is why the tabs are not bent symmetrically. The locking screw is used in cslp, cslp small stature, and cslpva cervical plates. The locking screw failed in shear at cross section at a minor thread diameter just below the head experienced due to stresses beyond the shear strength of the material. The complaint description does not include enough information to suggest what contributed to this event. The materials were reviewed for the expansion head and locking screws are adequate for the intended use.